Manufacturer narrative:
A beckman coulter customer field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found bubbles on lines. The fse determined multiple part malfunctioned. The customer replaced the reference electrode, na electrode, k electrode, cl electrode, ise tubing, buffer syringe, syringe case. The fse while onsite reassemble the flow cell to resolve the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. However, there is sufficient evidence to suggest a part malfunction was the cause of this event. No further issues were noted after part replacement. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the dxc 700 au chemistry analyzer generated false ion selective electrode (ise) patient results for sodium (na), chloride (cl), and potassium (k). There was no report of change to treatment, injury, or death associated to this event. The customer provided patient data for ten (10); patient demographic was not provided.